Manufacturer narrative:
(B)(4). Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient¿s symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient had a history of seizures, but hadn¿t had one in a long time. On the morning of the day prior to report, the patient had a seizure and had another after being admitted to the hospital that same day. It was indicated that the patient had been placed in the intensive care unit (ICU) because of the seizures. The patient also had an altered mental status and was ¿kind of all over the place¿. The healthcare provider (hcp) was unsure is the patient¿s condition was related to the pump or not. The pump had not been alarming as far as the hcp knew, but she was asking for help to check the device. Additionally, it was later indicated that the pump was being programmed to minimum rate mode for diagnostic purposes. The device system was being used to deliver bupivacaine and hydromorphone. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.